Event description:
The customer was hospitalized for high blood glucose and dka. The customer manually injected lantus, however, the infusion set was not changed. Two hours later customer was admitted in the hosp. Also it was stated that the customer did not follow the two high bg rule prior hospitalization. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited.